Event description:
A surgical procedure was sheduled for the routine removal of an intramedullary nail. Since the fractured bone has healed. During the procedure the extraction bolt, which was threaded into the nail broke. The surgeon elected to close the pt and leave the intramedullary nail implanted in the pt.